Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Please be advised that the affiliate has provided additional information for the complaint description.

Event description:
The affiliate reported that the pumps were found empty. The hypothesis was an over-dosage. The patient's conditions became worse. As a result, the device was revised. Additional information from the affiliate stated that the device was implanted to treat chronic pain in a patient that had neurofibromatosis. The patient had a refill on a monthly basis. The last refill was done on (B)(6) 2013 and should have been finished on (B)(6) 2013. On 5-(B)(6) 2013 the patient was hospitalized due to drug withdrawal symptoms. The reservoir was empty. The device was explanted per patient's decision. The patient also showed post traumatic stress symptoms.

Event description:
The affiliate reported that the pumps were found empty. The hypothesis was an over-dosage. The patient¿s conditions became worse. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device is not available for investigation. In absence of the device, the transaction logs from (B)(6) 2012 until (B)(6) 2013 were reviewed. The transaction logs confirmed that there was missing drug between the dates of (B)(6) 2013. The root cause could not be identified and as a result, a CAPA was opened to investigate the root cause of the missing drug. A review of the device history records confirmed that a non conformance was observed during the manufacturing process, however, not related to the reported event. No further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not returned.

Manufacturer narrative:
It has been noted that the device is available for investigation. Upon completion of the investigation, it was noted that the complaint was confirmed. The device was examined visually and then tested for function. The pump was received with the battery disconnected and no flow test or valve opening analysis could be performed. The device was also septum leak tested and salt crystals were observed around the filling septum. CAPA (B)(4) was initiated to identify the root cause of the septum leakage, which was related to the refill kit user. Trainings are on-going on the use of the refill kit by the user. The root cause of the observed leakage might be associated with the large holes observed around the filling septum, probably created during the refill process however this could not be determined. The transaction logs from july 4, 2012 to may 28, 2013 were reviewed. The transaction logs confirmed that there was missing drug between dates may (B)(6), 2013. The device history record was reviewed and confirmed that the product conformed to specification when released to stock.